Manufacturer narrative:
Invacare awareness date is (B)(4) 2013. Complaint was not given to regulatory affairs from customer service for processing until (B)(6) 2013.

Event description:
The dealer reported that the arm rest was loose. This issue could cause product instability and the potential for the user to fall out of the chair.